Manufacturer narrative:
Implant date approximated since unknown.

Event description:
It was reported that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed. A 30mm watchman laa closure device and delivery system was used. The closure device was deployed, met the release criteria, and was successfully implanted. At an unknown time, the closure device was noticed to have a gap of an unknown size. There were no patient complications.